Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens returned adhered to a gauze pad. The lens was cut across the center into two pieces. The lens was removed from the gauze. Viscoelastic and fibers from the gauze were dried on the lens. The lens was cleaned with klrp. A small scratch/scrape mark was observed on the anterior surface of the optic near the center of the lens. This damage was similar to damage that can be caused by an instrument used to grasp the lens. Qualified associated products were indicated. The root cause for the lens damage could not determined. The reported scratch was observed. This damage was on the anterior surface of the optic. If the lens is loaded properly, the anterior surface does not come into contact with the cartridge. Anterior surface damage may be caused by loading instruments or if a plunger override occurs during advancement. This damage was similar to damage that can be caused by an instrument used to grasp the lens. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, when the lens was implanted, a scratch/line was noted under the microscope. The lens was explanted during the initial procedure. Additional information has been requested and received stating the lens was explanted immediately after insertion when the scratch was seen. Back-up iol was then implanted. There are three medical device reports associated with this event. This is 2 of 3.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).